Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) emitted beeping tones due to premature battery depletion. The device data was analyzed by engineering and the battery appeared to be depleting more quickly than expected. Replacement was recommended. In addition, it was noticed that secondary and alternate configuration showed nothing but noisy signals due to an unknown reason and lower amplitude measurements, while primary showed normal sensing. Technical services (ts) recommended to perform pocket manipulation to check for any oor impedances or amplification of noise, and x-rays which might indicate a pocket fracture in the implantable electrode. Commanded shocks were also a possibility to perform as further evaluation of the s-ICD system. However, at an end ts recommended the replacement of the implantable electrode as well due to the possibility that the noisy signals source is the center conduction wire due to a pocket fracture. Further information was received indicating the patient came to the clinic for the replacement procedure, but the surgery was cancelled as the blood sugar was very high and re-scheduled. No x-rays or shocks have been performed. The patient will continue to be monitored and the implantable electrode will be evaluated once the s-ICD replacement procedure takes place, to determine if there is an integrity issue. This s-ICD remains in service and no adverse patient effects were reported.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) emitted beeping tones due to premature battery depletion. The device data was analyzed by engineering and the battery appeared to be depleting more quickly than expected. Replacement was recommended. In addition, it was noticed that secondary and alternate configuration showed nothing but noisy signals due to an unknown reason and lower amplitude measurements, while primary showed normal sensing. Technical services (ts) recommended to perform pocket manipulation to check for any oor impedances or amplification of noise, and x-rays which might indicate a pocket fracture in the implantable electrode. Commanded shocks were also a possibility to perform as further evaluation of the s-ICD system. However, at an end ts recommended the replacement of the implantable electrode as well due to the possibility that the noisy signals source is the center conduction wire due to a pocket fracture. Further information was received indicating the patient came to the clinic for the replacement procedure, but the surgery was cancelled and re-scheduled, as the blood sugar was very high. No x-rays or shocks were performed. Eventually, this s-ICD was explanted, replaced and it is expected to be returned for analysis. The implantable electrode showed no issues once examined at this procedure, and the physician decided to keep it in service. No additional adverse patient effects were reported.

Manufacturer narrative:
If the product is returned, analysis would be performed, and this report would be updated at that time.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) emitted beeping tones due to premature battery depletion. The device data was analyzed by engineering and the battery appeared to be depleting more quickly than expected. Replacement was recommended. In addition, it was noticed that secondary and alternate configuration showed nothing but noisy signals due to an unknown reason and lower amplitude measurements, while primary showed normal sensing. Technical services (ts) recommended to perform pocket manipulation to check for any oor impedances or amplification of noise, and x-rays which might indicate a pocket fracture in the implantable electrode. Commanded shocks were also a possibility to perform as further evaluation of the s-ICD system. However, at an end ts recommended the replacement of the implantable electrode as well due to the possibility that the noisy signals source is the center conduction wire due to a pocket fracture. Further information was received indicating the patient came to the clinic for the replacement procedure, but the surgery was cancelled and re-scheduled, as the blood sugar was very high. No x-rays or shocks were performed. Eventually, this s-ICD was explanted, replaced and was returned for analysis. The implantable electrode showed no issues once examined at this procedure, and the physician decided to keep it in service. No additional adverse patient effects were reported.

Manufacturer narrative:
If the product is returned, analysis would be performed, and this report would be updated at that time. Upon receipt at our post market quality assurance laboratory, this s-ICD was thoroughly inspected and analyzed. A high current drain was detected, but the battery still supported full device function. Detailed analysis confirmed the identified high current drain was a result of a compromised capacitor. This resulted in the observed premature battery depletion. It was determined that the capacitor was compromised due to the presence of excess hydrogen in the device case. Boston scientific issued a field safety notice regarding a subset of emblem devices that have a potential of exhibiting this behavior. This particular device is included in the emblem s-ICD accelerated depletion advisory population. However, the noisy signals and low amplitude measurements allegations were not confirmed. With the exception of the low voltage capacitor, the electrocardiogram test data and the rpt test, which involves a series of automated diagnostic testing that verifies the performance of pacing, sensing, shocking and recording functions of the device commensurate with battery voltage, concluded that the s-ICD was functioning as expected.